Event description:
Reporter alleges pt ran an elevated temperature a few days after surgery (i.e. 6/1978) but physician didn't know why a decision was made to remove her implants. Pt was diagnosed a few weeks later as having cmv (cytomegalovirus) with hepatitis.